Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received their replacement insulin pump but when they insert a battery it would only bring up the medtronic logo and would not go further. The customer¿s blood glucose during the incident was unknown. They tried and tested four batteries from two different packaged, but the device did not respond. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents and no unexpected power loss alarms noted during testing.